Event description:
Procedure type: colectomy. According to the reporter: all clips were not properly formed, and appeared to be scissored. The scissored clips cut the vessel but no irreversible dame happened since the surgeon closed the vessel with other clips. The surgeon used another device to complete the procedure. Operating room time was extended about 30 minutes but not more. There was no bleeding over 250cc.

Manufacturer narrative:
(B)(4).